Event description:
During technical support the patient stated he was hospitalized. Upon follow-up it was discovered that the patient was in the hospital for 12 days due to having fluid around his lungs. The patient stated that there were no drain complications with the machine. The unit was draining properly. The average drainage at the end of the cycle was about 700-800ml. There were no missed treatments. The nurse confirmed that the patient went to the hospital due to fluid around his lungs (pleural effusion) and that the patient had a procedure to remove the fluid from the lungs as well as the patient was placed in a chest tube drainage system and some medication to dry up the fluid that the nurse does not know the name. The nurse said that the patient is not in fluid overload and there is no cycler problems.

Manufacturer narrative:
The clinical investigation and device investigation is still on-going. There is no history of device malfunction or problems with the dialysis treatment during this event. This is an adverse event which required hospitalization. The device evaluation has not been completed yet; therefore, any contribution of the device cannot be ruled out. A follow up medwatch will be filed at the conclusion of the investigation.